Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed. The device functioned as intended. The cause of the reported issue cannot be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was damaged, and its flow was >9%. There was no patient involvement.